Event description:
An end user was traversing a steep slope on rugged terrain. The powered wheelchair made a loud noise and began rolling down a slope with drop-offs on either side of the trail. Two companions stopped the chair from going off the trail. The end user was not harmed, but his job requires him periodically survey similar properties using his powered wheelchair. This report is being filed because a repeat incident in the same terrain could be considered life threatening.

Manufacturer narrative:
An investigation of the history of this wheelchair revealed that it has not had the belt replaced prior to event. The belt is a wear item that should be replaced once a year. Broken belt was replaced.